Event description:
It was reported that the 9800 system had a kilovolt on in error during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera and milliamps were adjusted during the service call. The system was tested and found to be working as intended and put back into service.